Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/25/2016 with the following findings: evaluation revealed rewind, load and prime steps performed successfully. In black box and alarm history no evidence of the motor failure was found. Investigators were unable to duplicate complaint about motor noise. A battery compartment crack below bumper pad was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a battery compartment crack. This report is made based on results of investigation completed on 08/25/2016.